Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritatins (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located under the sensor pod in the shape of the sensor and was described as red bumps, raised and a small amount of oozing. On (B)(6) 2016, patient was prescribed triamcinolone acetonide 1% by an endocrinologist to treat the affected area. At the time of contact, the patient was healthy. The patient stated that the endocrinologist thinks reaction is coming from the needle. No additional event or patient information was provided.